Event description:
It is reported that two hex driver bits (new and unused) broke when the rhk vertical axis was tried to be loosened.

Manufacturer narrative:
This report will be amended when our investigation is complete.